Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 19 may 2020: lot 182543: (B)(4) items manufactured and released on 18-sep-2018. Expiration date: 2023-09-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without other similar reported event. Clinical evaluation performed by medical affairs manager: femoral fracture occurred few days after cementless total hip arthroplasty. According to the report, this event was due to a suboptimal implant position. During rehabilitation period, a sudden movement on a weakened bone due to normal femoral preparation may favour the occurrence of early fracture. There is no reason to suspect a faulty device.

Event description:
The patient came in 9 days after the primary surgery reporting pain due to a femoral fracture due to the stem being in varus. The stem was oversized and malpositioned. The surgeon revised the stem and the surgery was completed successfully.